Event description:
The procedure was coil embolisation of left vertebral artery aneurysm that was moderately tortuous and not calcified. Access was obtained from the femoral artery. The event happened during the coil introduction. It was noted that while advancing the orbit galaxy ((B)(4), complaint product) in an unspecified excelsior sl10 (stryker), the orbit galaxy got stuck and kinked around 10cm from the distal end of the microcatheter. The report did not indicate where on the orbit galaxy the kink was located. Therefore the orbit galaxy was safely removed from the patient and was replaced for a new one (lot unknown). Afterwards, the procedure was successfully completed without any further issues. No patient injury was reported. It is unknown if the microcatheter was replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization of the left vertebral artery aneurysm that was moderately tortuous and not calcified while advancing the orbit galaxy((B)(4), complaint product) in an unspecified excelsior sl10(stryker), the orbit galaxy got stuck and kinked around 10cm from the distal end of the microcatheter. It was reported that it is not known where on the orbit galaxy the kink was located. Therefore, the orbit galaxy was safely removed from the patient and was replaced for a new one (lot unknown). Afterwards, the procedure was successfully completed without any further issues. No patient injury was reported. Also no damages were reported on the devices after the event. The returned device found no damages to the coil. The delivery tube was separated in two pieces. It is unknown if the microcatheter was replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. It was reported that no additional information is available. A non-sterile orbit galaxy complex fill coil 3 x 9 was received coiled inside of a plastic bag. The hypotube was inspected and it was found broken. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer and no damages were noted on them. The gripper, embolic coil, and hypotube were inspected under microscope: the gripper and embolic coil were found without damage while the hypotube was found broken; the edges of the broken section of the hypotube appear as it was kinked before it got broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the reported information it was not known where on the device the kink occurred. Analysis confirmed that it was not the coil that kinked; the hypotube was separated in two pieces with appearance of having been kinked prior to the separation. The separation of the hypotube would have been readily evident to the user; therefore, based on the report that other than the kink there were no other damages noted on the device, it can be concluded that the separation occurred post procedural use. Based on the analysis, indicating the hypotube kinked prior to separation, it can be deduced that the reported kinking involved the hypotube. With review of the reported information it appears that procedural factors/manipulation during advancement contributed to the kinking of the device. Neither the analysis nor the device history record review indicates a relationship of the event or the damages found with analysis to the manufacturing process. Additionally inspections are in place to prevent these types of damages from leaving from the facility; therefore no corrective actions will be taken at this time. Evaluation summary attached.